Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the wheel fell off the cart. There was no reported patient impact. There was no report patient involvement.

Manufacturer narrative:
.